Event description:
This incident occurred in the (B)(6); however, the product is also distributed in the us. It was reported after loading the stretcher and patient into the ambulance, the stretcher allegedly was moving around during the transit to the hospital. The medic pulled over to correct the issue by realigning the stretcher with the fastening system. Upon arrival to the hospital, the stretcher was allegedly jammed in the fastener and could not be removed. The crew was able to manually transfer the patient from the stretcher and into the hospital. There were no allegations of injury or adverse effect to the patient.

Event description:
This incident occurred in the united kingdom; however, the product is also distributed in the us. It was reported after loading the stretcher and patient into the ambulance, the stretcher allegedly was moving around during the transit to the hospital. The medic pulled over to correct the issue by realigning the stretcher with the fastening system. Upon arrival to the hospital, the stretcher was allegedly jammed in the fastener and could not be removed. The crew was able to manually transfer the patient from the stretcher and into the hospital. There were no allegations of injury or adverse effect to the patient.

Manufacturer narrative:
An authorized field technician was dispatched to the customer location to conduct a visual and functional evaluation. The damage to the stretcher was confirmed and a functional evaluation could not be conducted as a leg on the stretcher had been broken during the process of removing the stretcher from the fastener. There was evidence of damage on the fastener due to the stretcher being loaded improperly and/or the attempts to remove the stretcher via force. Additional information from the customer included, they were loading the stretcher at an angle, they confirmed the front guide rail and rear lock stud were not in the correct location on the fastener during transit; they applied the wheel brakes to limit the movement of the stretcher and they used the plus/minus buttons while the stretcher was in the fastener to check the up/down movement. When the stretcher was forced out from under the track, the leg broke. As part of the evaluation, another stretcher was successfully loaded and unloaded into the same fastener with no issues observed. Root cause of the incident could not be specifically tracked to a mechanical issue; however, improper loading technique and no verification of the stretcher being locked in the fastener are considered to be factors in the incident. The stretcher was repaired and returned to service. There was no follow up information provided on the patient; therefore, it is assumed the incident did not cause any adverse effect and/or injury.